Manufacturer narrative:
The customer elected to evaluate the iabp. The customer's biomed replaced the display pcb and stated that it did repair the iabp. The customer did not provided the patient's information. (B)(4).

Event description:
The customer reported that while the iabp ws in use on a patient, the iabp screen became blank. The customer rebooted the iabp resulting in the screen coming back on. The patient was not switched to another iabp and therapy was continued on the same iabp. No patient injury was reported.